Manufacturer narrative:
One i3 unit and one i3 accessories set were returned for analysis. Test power extension cable was used for performance testing due to the extent of damage to the ones returned to avoid electrical hazard. Unit was powered on with no discrepancies multiple times and passed diagnostic test with test power extension cable connected directly to it. And patient data backup was performed successfully. Using test power extension cable unit passed diagnostic test with no spark was observed. Based on the information received and the investigation performed, the cause of the reported event was traced to the frayed cables.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient called to report that their unit began to spark. It was reported that the unit was unable to be powered on due to frayed cords coming out to the back of the unit. Troubleshooting included having the patient try to insert the frayed cord back into the unit, but the unit began to spark. The cause of the reported event was determined to be the exposed wires coming from the back of the unit. A replacement unit was ordered to resolve the issue.